Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, when the patient removed their sensor pod from their body there was no sensor wire. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.